Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that prior to the alarm, he was playing soccer and the grass was wet. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.